Event description:
Ni

Manufacturer narrative:
Additional info received from originator of medwatch form 3500a indicated a correction to the form. Medwatch indicated a & v were not properly timed. However, this pt only had a vvi system implanted. A dual chamber device was subsequently implanted. Original info indicated insulation was damaged. Analysis revealed all insulators were melted, likely due to electrocautery.